Manufacturer narrative:
(B)(4).

Event description:
It was reported that the power cord was cut, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.